Manufacturer narrative:
Device evaluation summary - x-ray demonstrated moderate calcification on leaflets 1 and 2, minimal calcification on leaflet 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Multiple cuts were observed around the sewing ring. The reported failed valve could not be confirmed through device evaluation. However, there was calcification and host tissue found that led to stenosis. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, minimal information regarding this explant was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. The device return is in progress. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a failed 27mm pericardial mitral valve was explanted after an implant duration of six years and one month due to unknown reasons. The replacement device information is unknown. The patient was reported to be in stable condition. The device will be returned for evaluation. No additional information was provided.